Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced left side breast mass and bilateral breast implant rupture postoperatively. As a result, lumpectomy was performed on the left side and the patient underwent bilateral replacement surgery with mentor gel devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 7, 2022, mentor became aware of the following: - patient also experienced chest injury on the left side. - left replacement device used was catalog number 3504001bc; serial number (B)(6). The right side was not removed or replaced at the time of the surgery; date of explant has been removed and codes have been updated under section h accordingly. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).